Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer also stated that the insulin pump only allowed her to deliver four units of insulin. The customer's blood glucose was 445 mg/dl. The customer delivered a bolus but her blood glucose remained high. While troubleshooting, the customer stated the drive support cap appeared normal and that the cannula was not bent. The customer's insulin pump was able to pass the high pressure test successfully. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was advised that the insulin pump would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.